Event description:
The customer reported the sys had a communication error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.